Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
The patient's daughter reported that the patient's garments were too tight and causing him pain. During a follow up with the patient, a distributor representative reported that the garment was fitting properly and that the patient had an itchy skin irritation. There was no broken skin. During a subsequent follow up, the patient reported that he saw his doctor regarding his comfort issues and was prescribed some pain pills. Per the patient, his doctor advised that he could remove the lifevest for a short amount of time each day for additional relief. The final medical outcome of the comfort issue/skin condition is unknown.